Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03585. Investigation is still ongoing.

Event description:
As reported to edwards lifesciences by our affiliate from israel, during a transfemoral tavr procedure the 29mm sapien 3 valve was implanted too aortic resulting in central leak. The reason for the too aortic valve implantation was that the balloon slipped down during valve deployment. The patient underwent a valve in valve (vinv) procedure with a 29mm sapien 3 valve which eliminated the central leak. The patient was doing well post procedure. Per images and videos received, the valve did not seem to be between the alignment markers prior to deployment (valve more proximal), which caused the valve to slip proximally to the balloon during deployment.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A video provided by the site shows the delivery system and valve prior to deployment of the thv. The valve appears to be aligned too proximally and not properly aligned between the valve alignment markers. During inflation of the balloon, the distal portion of the valve opens before the rest of the valve, leading to aortic movement of the valve and uneven expansion of the valve and balloon. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, prepping manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv moves on balloon was confirmed through returned procedural imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of DHR and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies as mentioned in the description 'valve alignment was performed in an straight segment of the descending aorta but there was a lot of tension in the system due to tortuosity'. As such navigation through tortuous anatomy could contribute to a build-up of tension in the delivery system. If the thv is unseated during alignment, this can also result in higher than usual valve alignment forces and can create tension in the system in order to achieve final alignment position. Once the flex tip is retracted back to the triple markers, prior to inflation of the balloon, tension is relieved and expressed on the system by the proximal movement of the valve. A product risk assessment was previously initiated to investigate and document the valve movement on balloon and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g. Via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc) was identified as a possible cause of valve movement on balloon during flex tip retraction. A CAPA was initiated to document the investigation and drive corrective/preventive actions as appropriate. The investigation revealed that high tension can lead to valve movement in the proximal direction when the flex catheter is retracted prior to deployment. Therefore, it is possible that patient factors (tortuosity) and procedural factors (tension build-up in system) contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.